Event description:
Caller states that pilot balloon is not staying inflated. Caller states that after two days use the low minimum volume alarm occurred and that was when they noticed that the cuff would not inflate. Caller states that pt was recannulated with a replacement tube.

Manufacturer narrative:
The caller indicated in the initial call the product associated to this report was a 6.0lpc, however, the mfg site confirmed that a different tube was received. Covidien is attempting to collect further info to confirm the correct tube has been reported for this report.